Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed under local anesthesia on (B)(6) 2022. Additionally, fiducials markers were administered transperineally. The spaceoar placement procedure was able to be completed; however, it was reported that placement was difficult due to patient's anatomy. After the procedure, on (B)(6) 2022 the patient was hospitalized due to a serious injury. The patient was treated with antibiotics. In the physician's assessment the cause of the serious injury was related to the probe pressure adjustment. Boston scientific corporation has been unable to obtain additional information about the patient outcome and the serious injury reported.